Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. Reoperation has not been scheduled at this time.

Event description:
Patient reported left side rupture, had pain for 11 months. The device remains implanted.